Event description:
Dr (B)(6) advice my right knee needed to be replaced and that my new knee would last upto 30 yrs. I was then scheduled for a stryker triathalon knee. Surgery on (B)(6) 2015 months after surgery, knee was buckling, unstable, and pain increased. Multiple physical and therapy shots, and medications without a resolution. Knee pain and swelling continued. Dr (B)(6) from (B)(6) and after multiple visits during almost 2 yrs with no resolution. Second, third and last option with dr (B)(6) with (B)(6) also determined a knee revision was the only resolution, so on (B)(6) 2019 I had a 2nd right knee revision.